Event description:
It was reported that the video system center had image turned completely white. The issue occurred during sedation of a therapeutic gastric endoscopic submucosal dissection procedure, which was completed with the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h6, h11. The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation the most probable cause for the malfunction could not be established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.